Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3093-28, lot# j0555262v, implanted: (B)(6) 2005. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient. (B)(4).

Event description:
It was reported that high impedances (>400 ohms) were measured on the unipolar pairs of the lead component of the implantable neurostimulator (ins). It was noted that impedances all combinations with electrode #9 were out of range. It was also reported that as a result the lead would probably have to be replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The impedance measurements as reported in the first sentence of the previously submitted reported was incorrectly reported as >400 ohms. This should have read >4000 ohms instead.